Event description:
It was reported that stimulation occasionally turned off for two or three minutes. The situation was not associated with any position or activity of the patient. The issue was resolved by the patient turning the device back on. The manufacturer representative reported that all impedance readings were normal. The manufacturer representative noted that he added programming groups and turned adaptive stimulation off, and also asked the patient to observe if the stimulation continued to turn on and off. The patient cancelled their next appointment with the manufacturer representative. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6). Product type: lead, product ID: 37754, serial# (B)(4). Product type: recharger, product ID: 37744, serial# (B)(4). Product type: programmer. (B)(4).